Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose level. Customer¿s blood glucose level was 1.1 mmol/l, between 16 mmol/l to 18 mmol/l almost and 11 mmol/l. Customer was treated with cookies and apple juice. Customer stated that overdose will lead to a hypoglycemia. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.